Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 600 mg/dl. Customer stated that he put new battery in the device and got an a21 alarm. The customer stated that he rewound the device, then got an a33 alarm when we tried to fill the tubing. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to revert to backup plan.

Manufacturer narrative:
Findings: pump passed a21 error test. No a21 alarm noted. No damage found onc13/ib. Motor error alarm during the basic occlusion test and a33 alarm during prime/a33 test due to moisture damage inside fsr. Unable to perform the occlusion test or excessive no delivery test due to a33 alarm. Moisture damage found on the motor during visual inspection. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window.